Event description:
Same case as MFR#: 2134265-2011-04678. It was reported that during a stenting treatment procedure, stent deployment difficulties occurred. The 70-90% stenosed target lesions were located in the saphenous vein graft (svg) to the posterior descending artery (pda). A filterwire was advanced down the svg and had excellent placement. Next, a 4.0x12mm ion stent delivery system (sds) was advanced to the mid to distal lesion. The stent was deployed however it may not have been fully expanded. Next, a 3.5x38mm ion sds was advanced and the stent was placed proximally to the 4.0x12mm ion. The filterwire ez retrieval sheath was advanced but it would not cross through the 4.0x12mm ion stent. A buddy wire was advanced for extra support, however the retrieval sheath was only able to advance half way through the 4.0x12mm ion stent. Therefore, the filterwire was pulled back into the 4.0x12mm ion stent and the filter was fully captured and removed without difficulty. During the attempt to remove the filterwire, the runway guide catheter was deep seated which caused the 3.5x38mm ion stent to crimp in two places, proximal and mid. Ivus revealed that the crimped sections were significant and a 4.0x12mm quantum maverick balloon catheter was used which showed improvement in the crimp and contrast flow. Ivus was performed followed by additional angioplasty using a 4.5x12mm apex balloon. Additional ivus revealed excellent angiographic results and timi iii flow. No additional patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).